Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is listed in the product instruction for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that nineteen days after left internal carotid artery stenting procedure with a rx acculink stent, the patient was hospitalized with a stroke. Treatment included vasodialators, mannitol and platelets. The patient's condtion is continuing but is improved. Though requested, there was no additional information provided.